Event description:
The customer was hospitalized for high blood sugars. The customer stated that they received an alarm and changed their set. The customer also treated high blood sugars with a manual injection. The customer was advised by their doctor to go to the hospital. The customer stated that the doctor told them they have pneumonia and may have an infection. Troubleshooting was done on the pump and passed one of the functional tests. The customer was unable to run the other test at the time of the call. The customer was advised to change set and for further troubleshooting.